Event description:
While removing art line, the tip was retained. At 0700 responded to bedside monitor alarm for attention to arterial blood pressure monitoring and found waveform to be dampened and producing an inaccurate negative value. Per shift change report arterial waveform had been variable relative to patient position and producing a flat waveform throughout the course of her 12 hour shift and she had discontinued his arm board. Arm board not present, arterial site dry and intact. Also to note, the radial artery line was inserted about nine days prior to the event.what was the original intended procedure?arterial lines.